Event description:
Trufill dcs coil (638mf0407/15761088) was stretched when inserting into target aneurysm. An adequate continuous flush was maintained through the sl-10 microcatheter (details unknown). The same microcatheter was used to complete the procedure. There were no damages noted on the microcatheter after use. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach when it was removed from the patient. The target vessel was right mca which was tortuous but the level of calcification is unknown.

Manufacturer narrative:
The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15761088 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The trufill dcs orbit coil (638mf0407/15761088) was stretched when inserting into the middle cerebral artery aneurysm. The coil was removed from the patient without premature detachment. An adequate continuous flush was maintained through the sl-10 microcatheter (details unknown). The same microcatheter was used to complete the procedure. The vessel was tortuous with unknown level of calcification. There were no damages noted on the microcatheter after use. There was no resistance between the guidewire and the microcatheter when accessing the target site. There was no resistance during advancement and withdrawal of the coil through the microcatheter. The coil was not used like a guidewire to reposition the microcatheter. Coil entanglement with previously placed coils was not suspected to contribute to the event. The coil did not prematurely detach when it was removed from the patient. A non-sterile orbit rdfl complex mini coil was received coiled inside of a coil dispenser inside of a plastic bag. The hypotube was inspected and it was found kinked at 47.5 and 65cm from the proximal end of hub. The introducer was received zipped and no damages were noted on it. The support coil and gripper were found without damages while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The reported stretched coil was confirmed with analysis. With review of the reported information there are no identified factors contributing to the event. The instructions for use cautions to never withdraw or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further precautions that if coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. Based on the analysis of the returned device, the stretched condition of the coil appears to have been caused by application of excessive force; however, the root cause and circumstances cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Neither the analysis nor the device history record suggests a relationship to the manufacturing process. Additionally inspections are in place to that prevents devices with this type of failure from leaving the facility. Therefore no corrective action will be taken at this time.